Event description:
It was reported that a dexcom g7 failed to pair with the ilet, resulting in no glucose readings appearing on the ilet; the agent reviewed alarm history with the patient, attempted re-pairing, instructed toggling from g6 back to g7, and had the patient restart the sensor, with instructions to call back if the sensor did not connect. Symptoms included unavailability of glucose data on the ilet. Outcomes included interruption of automated insulin dosing guidance due to lack of sensor data. Investigation included remote troubleshooting and user education focused on device settings, sensor restart, and pairing workflow. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 sensor, consistent with communication or connectivity issues associated with the cgm component rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity failure related to cgm pairing.